Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Subsequently, the pump shut down. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the customer was instructed to fully charge the pump and to monitor the battery performance. The customer acknowledged and declined follow up contact from cts, therefore no additional information could be obtained.